Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient representative reported that patient said they didn't feel like their implant was working correctly. Patient said that usually when they turned the implant on they could feel the stimulation going up their neck, but this time around they couldn't feel any sensation when they turned it on this today. During call patient representative was able to connect with therapy app and confirmed that therapy was on. Patient said they were still shaking like crazy. Patient denied any recent falls or trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.